Event description:
It was reported that cardiosave intra aortic balloon pump(iabp) is displaying an error massage" autofill failure." No one was harmed onsite. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and connected the balloon, started the pumping and observed that the augmentation is going down despite the setting of the augmentation set to maximum. The all manifold tests were performed in the functional test, the pim and drive manifold test failed and the vacuum set point is out of range. The machine was opened and fse found that the filter of the vacuum reservoir was clogged. The fse cleaned filter with air and tried to calibrate the setpoint, but it remained out of range. The fse replaced the defective spare filter vacuum inlet and rectified the fault. Device passed the all performance and safety tests according to specifications. Device was returned to customer and cleared for clinical use.